Event description:
Treatment of an avm with onyx. It was reported two to three days post procedure, the pt bled. The cause of the bleed is unknown. No other complications were reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed.